Manufacturer narrative:
The user stated in the ufr to have contacted the manufacturer for diagnosis and repair but in fact, the local dräger s&s organization was not involved in any follow-up measures; the hospital obviously cooperates with a third-party service provider. Dräger reached out to the hospital to obtain further information but the contact person named in the ufr could not provide additional details. Hence, the description of event in the ufr was the single source of information which allowed no case-specific evaluation. Unexpected shut-down followed by failure to power up again is a strong indication for missing energy supply. If electrical power gets lost, the device will post a power loss alarm which is buffered by an independent power source and which will sound for a minimum of two minutes. Additionally, the device opens the pneumatic circuit to ambient to allow spontaneous breathing. The savina is equipped with an internal battery to cover mains power losses for 30 minutes under consideration that the battery is fully charged and in good condition. There are conditions imaginable at which a malfunction in a certain stage of the power supply does not allow operation on battery but more likely would be that the internal battery was worn to a significant degree that did not allow to continue operation after a malfunction of the power supply. For example, if the dust filters at the inlets through which the device takes in ambient air for cooling are clogged, the internal heat dissipation is inhibited, and the power supply will overheat. The supervisor software will temporarily switch off the power supply to allow it to cool down but when the internal battery is depleted or worn, device operation can't be continued. The internal batteries are subject to wear and tear, have to be inspected on a regular base and shall be replaced every two years. The involved device is 5.5 years old and not under a service contract - it is not known when the last battery exchange was made if ever. There are other scenarios imaginable as the root cause for the reported event; a reliable conclusion is not possible due to lack of information. Finally, the reported issue may have been caused by component malfunction, infrastructure issues, lack of preventive maintenance or a combination of these. Even use error cannot be excluded as a contributing factor - the device may have been operated in battery mode until the latter was depleted while the user was ignoring the depletion alarms. Dräger finally concludes that appropriate measures are in place to prevent from unexpected shut-down during use.

Event description:
It was reported to dräger that the device suddenly shut itself off during a running ventilation episode and could not be activated again. As per report, the patient was immediately connected to another device; no health consequences have resulted from the event.